Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and charging cable. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer is "unsure of how they resolved high bg". Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.